Manufacturer narrative:
Product grid revised-suspect changed from sec tubing to ms3500-15. The customer¿s report that the IV tubing set separated was confirmed as received. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection under a lab microscope observed that the tubing had insufficient solvent applied at engagement during manufacturing process functional testing could not be performed on the set due to a leak that would occur from the separation. A dimensional analysis was performed on the tubing¿s inner diameter and the drip chamber port¿s outer diameter. The inner diameter of the separated tubing was measured and found to be within specification(s). The outer diameter of the drip chamber¿s outlet port was measured and found to be within specification(s). The root cause was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the IV tubing set became separated while the nurse was spiking the bag in the medication room. It was confirmed that there was no patient harm because there was no patient involvement.

Manufacturer narrative:
Correction: product was not returned for investigation. Updated sections; d.10, h.2, h.3, h.6, h.10. & h.11. The customer¿s report that the tubing came apart during priming was confirmed. A photo provided by the customer observed that the vinyl tubing was separated from the drip chamber outlet port. Previous investigations have concluded that the root cause is due to combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the IV tubing set became separated while the nurse was spiking the bag in the medication room. It was confirmed that there was no patient harm because there was no patient involvement.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient's demographics request, but was not provided.

Event description:
It was reported that IV tubing set became separated while the rn was spiking the bag in the medication room. There was no patient involvement.